Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 a suture was used. The suture was broken at the swage part during dermostitch by continuous suturing. It was commented that no extra tensile strength was applied to the suture. Further details are not provided there were no adverse consequences to the patient.